Event description:
Customer reported that a patient with an anti-e did not react with vra163. Antibody screens were positive. Reactivity was observed with 0.8% resolve panel b. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).